Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) more often and was having charging difficulty. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for the past two years from the date manufacturer became aware of the event.